Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Missing segments noted cracked zebra connector on lcd board. Dried insulin noted on motor slide.(B)(4).

Event description:
It was reported that the customer fell down to the floor with the insulin pump. Insulin pump was damaged. The screen does not show icons on the pump. A replacement pump was arranged for the customer. Customer's blood glucose level was 196 mg/dl. No additional information provided.